Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va07rcr, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va07rcr, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was feeling dizzy and faint. The patient checked the implantable neurostimulator (ins) with their patient programmer and it was on and okay. The patient also saw symbols next to the okay and they wanted to know what they meant. The patient had no falls or trauma recently and they had not made any adjustments with the programmer recently.

Event description:
It was reported that the patient programmer was not working and ¿the off¿ kept flashing. The patient could not get it back on and he started feeling unwell ¿about two hours¿ prior to the report. The patient had a sudden loss of therapeutic effect. The patient experienced dizziness and he could not stand up. The patient was in a lot of distress because he could not stand up and was having a very difficult time. The patient synched with his implantable neurostimulator (ins) and it was determined that his therapy had somehow spontaneously turned off. The patient and reporter were assisted with turning therapy back on. The reporter verified that the screen read ¿on/ok¿ and that the stimulation was on. The cause of the event was not determined and it was unknown if it was device related. The patient had not recovered and his issues were ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a problem with the patient programmer and the patient could not communicate with the implantable neurostimulator (ins). The issue started on (B)(6) 2014. After troubleshooting the patient was able to connect to the ins and stimulation was on and okay. Starting four days prior to this report the patient was not able to walk and they had a return of symptoms. There were no patient falls or trauma. The patient also saw an error code on the patient programmer. The manufacturing representative stated the patient described an unusual error code.